Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to clinical pain, stiffness and swelling with imaging consistent with progressive subsidence from aseptic loosening of the tibial implant. The plan is for revision of the tibial implant to an invision implant. No knee scan was performed. The patient has a pre-existing cavo-varus foot deformity and has fallen further into a varus mal-alignment primarily in the tibial component (due to subsidence).

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, based on available medical records and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that there is a little radiolucence and some larger medial cysts at the interface between the tibial component and the bone. Loosening could be confirmed. Pe seems attached with components, no sign of breakage or separation. There is no sign of loosening visible regarding the inlay or the talar component. Loosening and migration anteriorly could not be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cyst present in interface of tibial component and bone. Therefore, aseptic loosening explains the reported symptoms. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to clinical pain, stiffness and swelling with imaging consistent with progressive subsidence from aseptic loosening of the tibial implant. The plan is for revision of the tibial implant to an invision implant. No knee scan was performed. The patient has a pre-existing cavo-varus foot deformity and has fallen further into a varus mal-alignment primarily in the tibial component (due to subsidence).